Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had cuff inflation and deflation issue. The tube with cuff was broken, and there was insufflation leak. The patient was in coronary ICU, but the issue was not discovered during patient use. There was no patient involvement.